Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery. The customer's blood glucose level at the time of incident was unknown. The customer states their levels have been between 200 mg/dl and 475 mg/dl. The customer was unable to troubleshoot during call, and will call back for further troubleshoot. The customer was advised to do a complete set change. The products are going returned per the customer's request. The customer is being sent out sets and reservoirs.